Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Part manufacture date: 09/04/2013. A device history review was conducted. The manufacturing records were reviewed and no complaint related issues were found. Subject device was received and is currently in the evaluation process. Investigation is ongoing;no conclusion could be drawn.

Event description:
It was reported that on (B)(6) 2013 during a left femur fracture procedure: the aiming arm - insertion guide (part 324.011) would not line up with the condylar plate 02.001.302. The surgeon then used periarticular aiming arm (part 03.120.011) from the percutaneous set and it broke while being assembled. The reporter stated that the percutaneous aiming left arm (part 03.120.011; lot 18710702) and the bolt sheared off during the assembly. Both aiming arms (the insertion guide/periarticular aiming arm) were un-usable during the procedure; this delayed the procedure by 35 minutes. The reporter also stated the insertion guide did not work, the surgeon was using with the second part to test if it worked. The reporter clarified: the part definitely sheared off, the aiming arm was misaligned with the plate and another plate was used because of the misalignment of the outrigger. There was no patient injury reported. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional patient information: patient (B)(6). Hospital questionnaire received on 9/17/2013.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Additional narrative: the manufacturer evaluation was performed. The part was received in condition as no visible damages, except some signs of use. The device underwent a function test and was deemed functional as required. Based on the results, no manufacturing related fault could be detected.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Date received by manufacturer 12/20/2013. The product development evaluation was completed. (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. The product development evaluation was revisited/completed for clarification purposes. Supplemental details provided on the design of part 03.120.011 - periarticular aiming arm lot # 1810702 for 4.5 mm lcp condylar plates (left). The current design of part 03.120.011 returned was manufactured in (B)(6) of 2008 prior to (B)(6) 2009 implementing numerous changes to the assembly. The updated product development evaluation concluded: the current designs of aiming arm, part # 03.120.011 and insertion guide, part # 324.011 are adequate for their intended use and did not contribute to the complaint condition of misalignment. The manufacturer date for one part 324.011, distal femur liss insertion guide-left, lot # 2524568, manufactured on 9/2009 was returned with the complaint category misalignment (the date of 11/2009 was changed to 9/2009).